Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found by ems (emergency medical services) in a state of pulseless electrical activity (pea). The patient was also noted to have dementia. Per the family's request, the patient had a do not resuscitate (dnr) order. Patient ultimately passed away on (B)(6) 2021; this was suspected to be caused by a pulmonary embolism. There were no changes to the patient's condition, pump parameters, or anticoagulation status that may have contributed to this embolism. The death was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
Section d6b: explant date was inadvertently added to initial report. There is no indication that the device was explanted after patient death. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (pulmonary embolism and patient expiration) could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists thrombus and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.